Event description:
Patient with proximal humerus fracture was implanted with a 3.5mm proximal humerus plate and 10 screws (locking screws and cortical screws). Follow up x-rays showed that 5 of the 3.5mm locking screws came completely out of the plate and are floating in patient's soft tissue. All hardware is scheduled for removal (B)(6) 2011. Patient will be revised to a total shoulder. This is the fourth of six reports for this event.

Manufacturer narrative:
Investigation is ongoing, no conclusion has been drawn.